Manufacturer narrative:
One footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. There was no relationship between the reported event and the device. The return consisted of the inserter only. No suture or anchor were returned for evaluation. There was no obvious damage noted. Audible click was heard with inner shaft advancement. No symptom indicated failure of the device. The complaint stated: ¿after inserting the anchor, the suture escaped when sliding.¿ conclusions, investigation and evaluation were limited without full return of product. The anchor was fractured and distorted as with loss of axial alignment. The grub appears to have been over advanced putting excess internal stress force on the barbed portion of the anchor. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. Use of a 3.8 tapered awl was reported. Complaint history lot review found no other complaint. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a rotator cuff repair surgery, after inserting the anchor, the suture escaped when sliding. The device broke from the inside and failed to be retrieved. There is suspected damage inside of the bone. A back-up device was available to complete the procedure with no significant delay.

Manufacturer narrative:
Outcomes attributed to event should not be filled since a malfunction occurred with no serious injury confirmed.

Event description:
It was reported that during a rotator cuff repair surgery, after inserting the anchor, the suture escaped when sliding. The device break from the inside and was failed to retrieved. Suspected damage inside the bone. A backup device was available to complete the procedure with no significant delay.